Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a hole in the tubing of a clearlink solution set. This was discovered while a nurse was priming the set with normal saline. There was no patient involvement. No additional information is available.